Event description:
New information noted that the right ventricular lead (rv) was explanted and replaced on (B)(6) 2026. It was noted that a dft was performed and failed therefore, the lead was explanted. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited low high voltage lead impedance. Further information was requested however, was not provided.